Event description:
It was reported that during laproscopic chole dystectomy procedure clips would not deploy unless excessive pressure was applied to handle. Delayed patient care. No adverse impact patient/user.

Manufacturer narrative:
(B)(4) date sent: 2/19/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # z70056. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned inside it's packaging unopened and with no apparent damage. In attempt to replicate the reported incident, the device was cycled, fed, and formed ten (10) conforming clips then the trigger could not be activated due to being jammed. The device was disassembled to evaluate the internal components, the trigger was found bent, not allowing the clips to fed into the jaws; the latch was found damaged and the latch post was found to be broken which suggests that a premature lockout occurred. In addition, ten (10) clips were found remaining inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch z70056 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.